Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, further information regarding event details was requested but not received. Section d6b: explant date unknown the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patients' system was explanted due to patient having difficulty charging the device and as such the entire system was explanted at an unknown date.